Manufacturer narrative:
At this time the patient's device remains in service. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that the patient's device has moved and flipped in their body. The patient advocate reported that there is a bump in the patient's chest that was not there before. Boston scientific technical services (ts) advised that they seek medical attention. No other adverse patient effects reported.